Manufacturer narrative:
The customer stated to the service tech that they came out of the ambulance crooked which caused the cot tip.

Event description:
It was reported that the emts were loading the pt on the cot into the ambulance. Reportedly, they partially loaded the cot and pulled back. Reportedly, the cot had not engaged the safety hook and the cot tipped when they pulled back on it. Reportedly the pt bumped his head and the emt pulled a muscle in his arm. It was believed that the pt may have had a subdural hematoma but the cat scan indicated no injury according to m. (B)(6). The emt returned to work with no issues reported. The customer mr. (B)(6) believes that this event is related to operator error.